Event description:
Pt underwent bilateral breast augmentation with silicone gel implants 15 years ago. Pt was seen in 2000 subsequent to a mammogram indicating the possibility of an implant on the left side that was leaking. Pt was complaining of pain in both breasts. The examination was confirmatory for a high suspicion of bilateral leaks and capsular contracture. Pt underwent removal of both implants in 2000. Both implants were ruptured.